Event description:
On (B)(6) 2012 the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter was giving the patient inaccurate high readings as compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6), 2012 at 12:23pm, the patient obtained the alleged high reading of "358mg/dl". The reporter stated that the patient does not take any medication to manage his diabetes and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Two hours after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "feeling low and shaky" and immediately self treated with food/drink, "19grams of carbohydrates", in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) with the following findings: on (B)(4) 2012 the meter passed testing with no faults found. On (B)(4) 2012 the test strips were tested and the primary complaint was not confirmed; however, while testing with the control solution an er2 was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.